Event description:
It was reported 3 bd emerald 10ml syringes had a defective stoppers and damaged plunger rods. The following information was provided by the initial reporter, translated from (B)(6): "poor quality plunger rubber of the 10 ml luer syringe, defects in dilution and injection, inaccurate dose when preparing anaesthetic..."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2105265. Medical device expiration date: 04/30/2026. Device manufacture date: 05/20/2021. Medical device lot #: 2102266. Medical device expiration date: 01/31/2026. Device manufacture date: 02/25/2021. Medical device lot #: 2103229. Medical device expiration date: 02/28/2026. Device manufacture date: 03/16/2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2103229. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples for further evaluation. The retained samples were examined and no defects could be identified. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any damaged parts identified, such as damaged stoppers.

Event description:
It was reported 3 bd emerald 10ml syringes had a defective stoppers and damaged plunger rods. The following information was provided by the initial reporter, translated from french: "poor quality plunger rubber of the 10 ml luer syringe, defects in dilution and injection, inaccurate dose when preparing anaesthetic".